Event description:
The surgeon was performing a unicondylar knee replacement with the tactile guidance system (tgs), which resulted in a tibial cut by the surgeon outside of the plan. The surgeon determined that the proper course of action was converting to a standard total knee replacement.

Manufacturer narrative:
The results of the investigation revealed that the root cause for the tibial plan being more lateral planned was an array shift which occurred prior to resection of the tibia. This led to a shifted bone registration which ultimately resulted in the final implant placement being inaccurate.